Event description:
Same case MDR ID # 2134265-2013-02560. It was reported that during a coronary angiography for a deployed stent, the catheter stuck in the stent and damage to the deployed stent occurred. The 0% stenosed target lesion was located in the calcified moderately tortuous distal left circumflex (lcx) artery. An unspecified taxus element stent was deployed. The stent seemed to be well apposed. The coronary angiography was performed for the deployed stent. The late loss in the stent was recognized. The physician pulled back atlantis sr pro² intravascular ultrasound (ivus) catheter from distal of the lcx to the left main trunk (lmt). The lmt was calcified, but it was not treated in this procedure. When the physician attempted to remove the catheter from the patient, the unspecified guidewire and guidewire exit port of the catheter got stuck at distal edge of the stent. To withdraw the catheter, first the transducer was extracted then the guidewire was advanced and the catheter was pushed. Next, the angle of position of the catheter was changed with the rotation, then the catheter was withdrawn successfully. After the removal of the catheter, it was noticed that the guidewire exit port was deformed. The deployed stent was slightly deformed too; the stent was dilated with the unspecified balloon catheter. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).